Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a systemic infection. Reportedly, a swelling over the top of the implant was found and the patient was sent for CT scan. There was no additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Laboratory testing did not identify any device characteristics that would have resulted in the clinical observation of infection. No device issues were noted that would have made infection more likely than what is described in the instructions for use as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited a systemic infection. Reportedly, a swelling over the top of the implant was found and the patient was sent for CT scan. All available information indicates that as of this time, this crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead remain in service. No additional adverse patient effects were reported. Additional information indicated that this crt-d was explanted with no known reason. No additional adverse patient effects were reported. This crt-d was returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited a systemic infection. Reportedly, a swelling over the top of the implant was found and the patient was sent for CT scan. All available information indicates that as of this time, this crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead remain in service. No additional adverse patient effects were reported. Additional information indicated that this crt-d was explanted with no known reason. No additional adverse patient effects were reported. This crt-d was returned for analysis.